Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5109862 that a female who underwent an unspecified breast surgery with a 195cc in the left, and 175cc in the right side, mentor smooth round moderate profile, saline breast implant experienced left sided fat necrosis, and deflation, and right sided anisomastia post procedure. The patient had her oncology physician to remove 4cm of the tissue. Patient stated that the left side was flattened. The mammogram examination was normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on july 5, 2022 indicated that patient age at the time of event was 65 years old, her ethnicity is caucasian. Date of implantation was on march 13, 2021, right side device information: cat#:3501620, 9506376-017, left-side: cat#:3501620, sn#: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).